Manufacturer narrative:
Lot number correction to: 13591616, not additional device associated with this event. A review of the manufacturing records for the device verified that the lot met all pre-release specifications, no sterilization evaluation was performed. Results of imaging evaluation. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states: the gore® excluderr® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: iliac artery treatment range of 12mm - 13.5mm for the device implanted.

Event description:
The patient's right distal landing zone diameter was reported to have ranged from 8.8mm - 10.2mm.

Manufacturer narrative:
A review of the manufacturing and sterilization records for the device(s) verified that the lot(s) met all pre-release specifications. Images are being provided to gore for evaluation, the results will be provided in a supplemental medwatch (B)(4). Additional devices associated with this event include: 13278954 rlt311417: (B)(4), 13391767 pxc141400: (B)(4), 13489318 pxc141400: (B)(4), 12923509 pxc141200: (B)(4), 13663936 pxc141200: (B)(4), 13713436 plc161200: (B)(4), 13404166 plc161400: (B)(4), 12821736 pxc141000: (B)(4), 13591616 pxl161407: (B)(4).

Event description:
On (B)(6) 2015, this patient underwent emergent treatment for a ruptured abdominal aortic aneurysm (aaa) measuring 120.0mm in diameter and was implanted with ten gore excluder aaa endoprostheses featuring c3 delivery system. The patient tolerated the procedure without any reported complications and was discharged on (B)(6) 2015. On (B)(6) 2015, follow up CT showed a high grade stenosis within the most distal device placed in the right iliac limb. Balloon angioplasty of the right iliac limb was performed. The patient tolerated the procedure. It was reported, that all devices appear patent, with no infolding noted. There appears to be some device compression, where the device comes under the inguinal ligament and into the femoral artery. This is thought to be contributing to the development of the stenosis.